Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report a hardware failure the clinical trial patient experienced on (B)(6) 2014. Patient's parent did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient's parent to reset the device on 6/02/2014.